Event description:
According to the customer, a pt sample recovered with a false low glucose results of 90mg/dl that was reported out of the lab. The nurse performed a bedside glucose test and the result was >600mg/dl. The floor requested a retest based on this result. The lab reuse the original sample the second time for glucose only. The sample recovered at 1142mg/dl. The lab reran all the originally ordered chemistries. The glucose again recovered at 1142mg/dl and the other chemistries remained consistent with results from the first sample. Since the nurse questioned the initial result and requested a rerun, it was assumed that no treatment was initiated.